Event description:
Caller reported experiencing occlusion alarms. These issues caused the customer's blood glucose to display as "high," a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the occlusion issue by changing the infusion set and cartridge, then resumed insulin delivery.